Manufacturer narrative:
Device is a combination product device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that congestive heart failure occurred. In (B)(6) 2013, percutaneous coronary intervention (pci) was performed during treatment in an emergency case of unstable angina pectoris. The 99% stenosed, 20x2.0mm, type c, concentric, diffused lesion with length of > 2cm target lesion contained a > 45 and < 90 degree and was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. After predilation was performed, a 2.25x20mm promus element¿ plus drug-eluting stent was advanced and deployed at 12 atmospheres. Following post dilation, residual stenosis was 25% with timi 2 flow. In (B)(6) 2013, the patient was discharged. In (B)(6) 2017, congestive heart failure occurred. Patient was treated with medication and thirteen days from the onset of symptoms, the patient had recovered.